Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements taken at initial activation showed affected channels. No auditory responses to the stimulation were noted. There was no report of trauma and skin flap appeared normal.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode appears likely, as might be caused by an external mechanical impact or mechanical influences on the lead due to its location or due to minute device mobility. The electrode lead seems to be exposed to mechanical movement or impact on the skull surface, which is likely to result in wire breakages. However, to determine an exact root cause for the suspected wire breakage a device investigation of the explanted device is necessary. No date of reimplantation has been made available yet.

Event description:
In situ measurements taken at initial activation in (B)(4)2017 showed affected channels. No auditory responses to the stimulation were noted. There was no report of trauma and skin flap appeared normal. Re-implantation was planned for end of (B)(6) 2017. Despite requested, no further information could be obtained.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Reportedly the electrode lead appeared to be located in an untypical position. The electrode lead from the implant housing appeared to be looping on the surface of the skull before continuing into the cochlea. The electrode lead loop did not appear to be in the mastoidectomy, which might have contributed to the observed damage. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
In situ measurements taken at initial activation in (B)(6) 2017 showed affected channels. No auditory responses to the stimulation were noted. There was no report of trauma and skin flap appeared normal. The recipient was re-implanted.